Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.